Manufacturer narrative:
The insulin pump had corroded keypad traces. All buttons functioned properly. No button error alarm during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 118 mg/dl. The customer stated that the buttons works for few minutes and then he tried to redo the process of putting a reservoir and the button issue happened again. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.